Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bruising under the lifevest equipment. Patient described the area as red and bruised. There was no alleged device malfunction contributing to the bruise. The patient¿s caregiver applied hydrocortisone cream and neosporin for the bruise. Follow up indicated that the bruise improved.